Event description:
The lay user/pt contacted lifescan alleging that the onetouch ping meter was prompting the error 1 message, which was unresolved with troubleshooting. There were no allegations of harm or injury.